Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen sensor. The se performed extended self-testing on the device and all tests passed..

Event description:
It was reported that during maintenance the ht70 ventilator had a missing oxygen sensor cable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.